Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture at MRI test". This record is for an unknown side. Device was explanted.

Event description:
Healthcare professional reported unknown side "rupture at MRI test". Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.